Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was an "out of box" failure of an oxygen sensor (o2). There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The o2 sensor failed set point of fraction of inspired oxygen (fio2) at 21%. The central control monitor (ccm) reading was at 25.7 % while the oxygen analyzer was reading 20.6%. The service repair technician (srt) replaced the oxygen sensor.